Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported they had reprogramming done yesterday and they recharged their implantable neurostimulator (ins) yesterday but the patient programmer (pp) is flashing off. They are not sure how to use the pp. They were assisted with using the pp to turn therapy on and adjusted their settings from 3.8v, 4.0v to both sides 4.0v. The issue was resolved. No patient symptoms were reported.